Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.6, lab: 3.2. Discrepant low for pt after surgery (1.4-1.6 meter and 3.2 lab); pt had 1 day of antibiotics. He had surgery recently to replace his pacemaker and has had unexpected low results on his meter since then. On (B)(6) - had surgery. He was off his coumadin for 3 days before and on lovenox for the 2 days before. No coumadin or lovenox on day of surgery. Given intravenous antibiotics in the hospital. Started coumadin the night after surgery. On (B)(6) - had 1.4 on meter. Doctor raised coumadin dose. Mid-week (date unk) - had 1.5 on meter. On (B)(6) - pt had leakage from incision. Went to doctor's and had lab test done to check inr. Lab was 3.2. Test on meter about 1-2 hr later was 1.6.